Manufacturer narrative:
(B)(4). Batch # n5409j. Month and day unknown. Only year (2018) is known. Device analysis: the analysis results found that the tcr75 reload was received with the cartridge deck damaged and with 20 drivers up and the remaining drivers down with staples present. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The cartridge had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and was tested for functionality with a test device and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. However six staples were missing from the staple line, the missing staples do not created a fluid path or compromise the integrity of the staple line. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing knob did not go forward. After changing the reload, the surgeon could fire the staple. There were no patient consequences reported.